Event description:
Revision surgery due to dislocation of sternalock plates.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.